Event description:
The customer reported that during a truncus repair procedure, a 2nd degree was discovered on the patient&#39;s thigh. The burn was around the circumference of the non-covidien return electrode pad. The patient&#39;s burn was treated by applied dressing. The burn affected 1 percent of body surface area. The settings of the forcefx generator used were set at 15w coag and 1w cut/bipolar.

Manufacturer narrative:
(B)(4). The investigation did not identify anything that would have caused or contributed to the reported event. The investigation found that the unit functions normally and within specification.